Event description:
Stenting of the distal aorta. A 10 x 25 palmaz genesis xd stent was hand-crimped onto a 12 x 40 opta pro balloon. The genesis stent was deployed in the lesion at 5 atmospheres. Post deployment, extravasation was noted. The aorta was found to be ruptured where the stent had been placed. The pt was rushed to surgery. Pt expired.